Event description:
It was reported that a patient involved in a study suffered a ventricular tachycardia episode that lasted for 3-4 days and attempted cardioversion by the device was not successful. The physician believes this to be due to high defibrillation thresholds. The patient had a history of ventricular tachycardia, premature ventricular complexes, ejection fraction was 34%, congestive heart failure, and cardiomyopathy. The physician and the study investigator do not believe the device is related to the death. No official cause of death has been able to be obtained.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.